Manufacturer narrative:
Upon reassessment, it was identified that the report is a duplicate. The reported event is being reported on MFR report number: 0001825034-2017-10261.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the representative found the product missing when he opened the package. No adverse events have been reported as a result of the malfunction as there was no patient involvement.